Event description:
The customer reported the device shutdown and alarmed during use in normal ventilation operation and did not switch operation to the backup battery. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturers field service engineer (fse) confirmed the reported problem. The fse replaced the power supply to address the reported problem. Final applicable testing was performed to operating specifications.